Event description:
Boston scientific received information that this patient had a pocket stimulation at outputs above 3 volts. The right atrial (ra) pacing lead impedance was measured to be 1400 ohms at one time but most measurements were at 500 ohms. There were no reported asystole greater than 2 seconds for this patient. Additional information indicated that this lead exhibited low pacing impedance measurement of less than 200 ohms along with functional undersensing and insulation issue. This lead got damaged during extraction of the right ventricular (rv) lead and was successfully replaced. This ra lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Two parts of the lead were received. The intermediate part between the two fragments was not returned for analysis. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The returned fragments were visually and electrically analyzed. The inspection of the insulation confirmed that the fragments were, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The visual inspection demonstrated that the lead's distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damages traction forces during the surgery should be taken into consideration. In summary, there was no sign of a material or manufacturing problem.